Manufacturer narrative:
The following devices were also listed in this report: tritanium revision acetabular; cat# 509-02-54e; lot# mnrl6x; gap plate screws; cat# 2080-0040; lot# mnpn7j; gap plate screws; cat# 2080-0035; lot# mmje3j; restoration acetabular 46mm od x 25mm wedge augment; cat# 5096-4625; lot# mmmd77; gap plate screws; cat# 2080-0025; lot# t04exw; gap plate screws; cat# 2080-0020; lot# 2l2981; mod con dist stem 15 x 155 mm; cat# 6276-7-015; lot# caxt205p; 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021; lot# 51429702; v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# 8l35v5; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other event for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a total hip revision of patient's left hip due to infection (infection was clinically confirmed, involved microorganism unknown).